Event description:
The customer reported that at the beginning of an impaction procedure, the drill appeared to be leaking a black, oil-like substance. The drill was replaced with another drill and the procedure was completed as planned. There was no reported patient adverse consequence.

Manufacturer narrative:
The device was received for evaluation. The customer's report of a black substance coming out of the handpiece was confirmed. The substance was found in the motor and hose adaptor on the perimeter of the air holes. The likely cause is excess oil residue building up in the exhaust portion of the drill over repeated use, and then eventually the substance can leak from the exhaust port during sterilization.